Event description:
It was reported that a pt had her pump explanted due to normal battery depletion; end of life. The medication administered via the pump was lioresal 2,000 mcg/ml concentration at a daily dose of 339.1 mcg/day via simple continuous infusion.

Manufacturer narrative:
(B)(4) final device analysis was completed and revealed synchromed ii battery resistance high.